Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer¿s blood glucose level was 346 mg/dl and 432 mg/dl at the time of incident. Customer¿s other blood glucose level was 399 mg/dl and 666 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as vomited and feeling was high. Customer stated that they continued to run a self test over the phone and the test passed and customer also performed displacement test and the test results was passed. Customer stated that they before the customer got discharged the patient was advised by the hospital personnel to use the insulin pump again and connect it to her body as it was still working fine. Customer was treated with manual injection and insulin pump. Customer stated that the drive support cap was normal. Customer was not able to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.